Manufacturer narrative:
(B) (4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: unspecified device issue. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unspecified product experience occurred. The method used to achieve hemostasis is unknown. There were no reported adverse patient effects. No additional information was provided.